Event description:
Homecare pt was being fed using a pump. Formula was changed to a reconstituted powdered product. The pump was set to deliver 60 ml/hr, and was monitored for 1 hour without any problems. Pt awoke 1.5 hours later with vomitting. 12 fl oz had infused in the 1.5 hour period. There was no illness, injury or medical intervention resulting from the event. One pt involved.